Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular lead when lying down. The vector was reprogrammed and the lead remains in use.